Event description:
Family member injected pt with insulin as normal when the device read 203 mg/dl. Pt then became incoherent. Emergency medical technicians were called and they checked pt's glucose at 40 mg/dl and transported them to the hospital where pt received a glucose IV treatment. Controls were not used. The device was replaced and requested to be returned for evaluation.